Event description:
It was reported that the device was used in a laparoscopic gastric bypass and left an incomplete staple line. Suturing was used to complete the case. Or time was extended by three hrs.